Event description:
Customer reported the lemo connector needs repair. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the lemo connector. System operates as intended.